Manufacturer narrative:
No customer material was returned for investigation. Previous investigations have shown that in rare cases the internal wings of the lancet, which intentionally break during the lancet release, might jam the lancet's guiding channel, thus preventing the lancet from retracting back into the lancet housing. The medical risk is very remote.

Manufacturer narrative:
(B)(4).

Event description:
The purchasing agent for a network of hospitals stated that three hospital employees were accidentally stuck by safe-t-pro lancets that did not retract after they were used on patients. This event occurred in three separate hospitals, one employee and lancet per location, on three separate dates. The second and third events occurred on (B)(6) 2017 and (B)(6) 2017 respectively. The employees did not require any medical treatment but were blood tested for blood borne pathogens. There were no adverse events. The agent could not provide the lot number or expiration because the lancets are not stored in the boxes. The box of lancets was requested to be returned for investigation. However, the lancets are not available for return; the agent could not identify from which box(es) the lancets were obtained. Replacement product was sent.